Event description:
It was reported that the pt underwent a surgical procedure in 2007 for the treatment of urinary stress incontinence and vaginal vault prolapse. A pelvic floor repair system and sling were surgically placed into the pt. Following the surgery, the pt experienced mesh erosion, formation of scar tissue, inflammation, dyspareunia, and neurologic compromise to her tissues and structures. No additional info was provided at this time.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly. The actual device associated with this event is not known. The possible devices are as follows: gynecare prolift pelvic floor repair system. Gynecare tension free vaginal tape - secur.